Event description:
A review of svc data detected a reportable problem. During servicing, monitor sn (B)(4) failed the incoming functional testing. The last pt to use this did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is underway. Upon service investigation the monitor intermittently failed in the incoming pulse test. The root cause of the intermittent failures is currently under investigation. A supplemental report will be sent upon completion of the root cause investigation. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.